Event description:
Received information stating that an lrs adv kit was delivered incomplete. As per reporter, the surgical procedure was completed using other items included in the kit, leading to a prolongation of the surgery by 45 minutes. As per the reporter, there was no patient harm.

Manufacturer narrative:
No allegation of product malfunction was reported by user.

Manufacturer narrative:
No allegation of product malfunction was reported by user. Investigation results confirmed the alleged event

Event description:
Received information stating that an lrs adv kit was delivered incomplete. As per reporter, the surgical procedure was completed using other items included in the kit, leading to a prolongation of the surgery by 45 minutes. As per the reporter, there was no patient harm.